Event description:
I found a black spot in the upper right corner of the image when I was checking the equipment before delivery at the sales office. This event occurred at the time of before delivery. There was no report of patient harm.

Manufacturer narrative:
This device is not distributed in us so that unique identifier is blank. This device is not distributed in the USA, therefore the PMA/510(k) number is not applicable. Since it is before delivery, we will replace the product. If additional information becomes available, a supplemental report will be filed with the new information.